Event description:
A customer reported a "connected to computer" error message with the adc device and was unable to obtain readings. In addition, customer reported electrical (not static) shock with the adc device and sparks at the cable connection. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer required third-party intervention who provided "glucagen" injection as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "connected to computer" error message with the adc device and was unable to obtain readings. In addition, customer reported electrical (not static) shock with the adc device and sparks at the cable connection. It is unknown if the customer was using the abbott issued cable and adapter to charge their reader and no further information has been reported related to this issue. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer required third-party intervention who provided "glucagem" injection as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the previous initial report was incorrectly documented. Sections b1, b5, and h6 have been updated.